Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to new implant procedure, the physician tried extending the screw from the lead but failed. After multiple attempts the helix was extended but the physician decided to use another lead. The lead was never implanted inside patient¿s body.